Event description:
Agent contacted technical solutions to report a patient's pump that was explanted due to underinfusion volume discrepancies. The initial underinfusion was identified at a refill appointment. The expected volume was 3.080ml and the actual aspirated volume was 5.2ml. At the patient's next refill appointment, another underinfusion volume discrepancy was observed as the expected volume was 0.466ml and the actual aspirated volume was 5.0ml. About a week later, a cap study was performed that confirmed that the catheter was patent. Patient complained of a lack of pain relief and was seen for another appointment. They reported that their pump would beep twice and that when this occurred they would experience an electric shock. Patient states that some days they felt as though the pump was delivering too much medication and some days where they felt that it wasn't delivering any medication at all. Patient reported that they felt as though the pump hadn't worked properly since they were in the ER almost a year prior. Approximately a month later, the patient was seen for another refill and another underinfusion volume discrepancy was observed. The expected volume was 3.968ml and the actual aspirated volume was 10.2ml. The patient did not own a patient therapy controller and did not experience any falls or trauma. The facility uses the flowonix refill kits and that the patient does not have any other medical devices. The pump was explanted and replaced at a later date.

Manufacturer narrative:
Additional information: a3, d4 (lot), g1 (second address). Patient alleged that their pump would beep twice and shock them. This was not witnessed by the attending physician. In regards to the patient reporting that they felt that the pump had not worked right since their visit to the ER on (B)(6) 2018, the appointment notes report that there was a lumbar MRI performed due to the patient reporting weakness in the lower extremities and incontinence. The MRI was reported to be done by the facility and the pre- and post-MRI protocol were followed. There was nothing reported as remarkable about the patient's MRI. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by / on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. The investigation confirmed an issue with the pump's flow. An analysis of the inlet and outlet valves confirmed that the inlet valve required a pull open current that exceeded specification. Internal complaint number: (B)(4).

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient experienced a lack of pain relief. The pump was subsequently explanted.